Event description:
Customer called seeking assistance programming the insulin pump. Customer's blood glucose reading at the time of the call was 438 mg/dl and has treated with 10 units of insulin. Customer declined troubleshooting for the high blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.